Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was not working smoothly and appeared to have a damaged comb on the left hand end. On october 10, 2016, it was clarified that it was unknown when the event occurred. The surgeon stated that the device did not work smoothly, hence an investigation identified that the comb appeared out of alignment, it did not stop the device from being used to mesh the skin. There was no harm/injury to the operator and no impact/damage to the graft harvest. The device has not been repaired by someone other than zimmer biomet and there was no extension or delay to the surgical procedure. There was no medical intervention/additional surgical procedure required in the event. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on september 7, 2016 revealed that the comb was found to be bent and the pretest was unable to be performed. The handle was found to operate and ratchet okay. The customer¿s 1.5:1 ratio cutter was tested and found to not meet zimmer biomet mesh test criteria. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on september 7, 2016 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection by zimmer biomet (B)(4) it was noted that the comb was bent. While during the initial inspection by zimmer biomet (B)(4) it was noted that the comb was bent, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not working smoothly and appeared to have a damaged comb on the left hand end of same. No adverse events were reported as a result of this malfunction.